Event description:
On 20/may/2022 this peritoneal dialysis (pd) patient contacted fresenius technical support concerned with a negative ultrafiltration of 526 from treatment on (B)(6) 2022. The patient mentioned taking antibiotics for an infection and that the drain solution was cloudy. The patient was advised to contact his pd nurse. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for unspecified symptoms on (B)(6) 2022. Pd effluent cultures were obtained at that time. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics with ceftazidime and vancomycin (dose, frequency, and duration unknown). The cultures resulted positive for streptococcus sanguinis. The ceftazidime was discontinued, and the patient has continued with ip vancomycin. The patient continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis is unknown, however, there was not documentation of any issues with the liberty select cycler nor any cassette leak reported. The patient did not require any hospitalization for this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the cycler with cycler set and the peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. The culture was positive for streptococcus sanguinis, an organism that inhabits the mouth and respiratory tract which indicates a breach in aseptic technique by the patient most likely occurred. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support concerned with a negative ultrafiltration of 526 from treatment on (B)(6) /2022. The patient mentioned taking antibiotics for an infection and that the drain solution was cloudy. The patient was advised to contact his pd nurse. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for unspecified symptoms on (B)(6) 2022. Pd effluent cultures were obtained at that time. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics with ceftazidime and vancomycin (dose, frequency, and duration unknown). The cultures resulted positive for streptococcus sanguinis. The ceftazidime was discontinued, and the patient has continued with ip vancomycin. The patient continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis is unknown, however, there was not documentation of any issues with the liberty select cycler nor any cassette leak reported. The patient did not require any hospitalization for this event.